Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse went on site and test drove the system and reviewed logs. Fse was unable to duplicate the reported problem and will continue to monitor. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided and fse's field evaluation. Fse was unable to duplicate the reported problem. There was no trouble found. The fse's service visit did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon side console (ssc) kept pausing and fidgeting/clutching on itself. Surgeon moved to ssc2 and had no further issues. Customer stated that both master tool manipulators (mtm) were affected by the clutching. Logs showed no faults. The procedure was completed with no reported injury.